Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling of stomach in a laparoscopic sleeve gastrectomy procedure the device did not fire. The surgeon able to press the green button but was not able to squeeze the handle. Another reload was used to complete the case. There was no patient injury.